Event description:
The customer reported the unit keeps shutting off and on. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.